Event description:
It was reported that during patient use the cs100 intra-aortic balloon pump (iabp) was disconnected from the wall power for transport to CT and the unit powered down. The unit was reconnected to it powered back up without any issues and they were able to resume pumping. The unit was now showing the battery charging, and the mains power switch is in the on position. They were advised to switch units. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6). Device not returned to manufacturer.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Customer called needing clinical troubleshooting, customer did not request service from getinge at that time. Additional information is being requested. A supplemental report will be submitted upon completion of our investigation. Patient height: 5'5".

Event description:
N/a

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h6(type of investigation, investigation findings, investigation conclusions),h10 it was reported that during patient use the cs100 intra-aortic balloon pump (iabp) was disconnected from the wall power for transport to CT and the unit powered down. The unit was reconnected to it powered back up without any issues and they were able to resume pumping. The unit was now showing the battery charging, and the mains power switch is in the on position. They were advised to switch units. No patient harm, serious injury or adverse event was reported. The device not repaired. As of now the investigation is closed, if any new information received future related to part replacement will reopen the complaint and update it.

Event description:
N/.